Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 208078, expiration date 10/31/2014). Reference medwatch report with (B)(6) for the suspect device used in the mobile system.

Event description:
Customer received a result of 19.4 mmol/l on the mobile system, and a result of 8.2 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.